Event description:
It was reported the device exhibited several alarms. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device in good condition. Many "high alarm displayed: downstream occlusion" alarms were found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso sensor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.